Manufacturer narrative:
T ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect and a handling error. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a CT scan showed essure coil was missing out of right tube, the coil migrated out of right tube and was in left side of pelvis. Additionally, she stated essure fragment broke off. The reported events were interpreted as device migration and breakage. Device migration is listed according to essure's reference safety information. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (into fallopian tube or to pelvic cavity). In this case, consumer's symptoms started 5 years after essure placement and limited information was provided to conclude on the mechanism of the reported events. Nevertheless, considering their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2010 at (B)(6). In (B)(6) of 2015 the consumer started having lower left pain in pelvis running up left side into her back. Her left leg had shooting pains and her left arm would go numb. She had 2 rounds of blood work, 2 ultrasounds, 1 colonoscopy done by a specialist, 1 cat scan, and 1 x-ray. Finally the cat scan showed she had an essure coil missing out of her right tube. It was no where to be found. She insisted on an x-ray and the coil migrated out of her right tube and was in the left side of pelvis. Now she have to have a surgery to remove the essure coil and a fragment that broke off before they lodge in tissue or organs. She is (B)(6) and may be facing a hysterectomy. She is sensitive to nickel as well. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a CT scan showed essure coil was missing out of right tube, the coil migrated out of right tube and was in left side of pelvis. Additionally, she stated essure fragment broke off. The reported events were interpreted as device migration and breakage. Only device migration is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (into fallopian tube or to pelvic cavity). In this case, consumer's symptoms started 5 years after essure placement and limited information was provided to conclude on the mechanism of the reported events. Nevertheless, considering their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.